Manufacturer narrative:
H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angioplasty procedure, a flexor high-flex ansel guiding sheath was difficult to remove from the patient. Per the reporter, the sheath was used successfully during the procedure; however, upon attempted removal of the sheath, resistance was encountered, and it became stuck at a tortuous bifurcation. The sheath could not be removed with a 55-centimeter dilator; therefore, a 70-centimeter dilator from another cook sheath was used to successfully remove the sheath. A catheter and balloon were used through the sheath during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an angioplasty procedure, a flexor raabe guiding sheath was difficult to remove from the patient. Per the reporter, the sheath was used successfully during the procedure; however, upon attempted removal of the sheath, resistance was encountered, and it became stuck at a tortuous bifurcation. The sheath could not be removed with a 55-centimeter dilator; therefore, a 70-centimeter dilator from another cook sheath was used to successfully remove the sheath. A catheter and balloon were used through the sheath during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional/corrected information: b5, d1, d4, d10. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device¿s dilator was also conducted. The dilator for the complaint device was returned to cook for investigation; however, the sheath was not returned. The customer also returned the sheath and dilator for the device used to complete the procedure. The 55-centimeter dilator was returned within the 70-centimeter sheath. The devices were not damaged. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device¿s dilator suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy likely contributed to the event, as the device reportedly became stuck at the tortuous bifurcation. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05sep2025, confirming that the complaint device was a 55-centimeter flexor raabe guiding sheath, not a 70-centimeter flexor high-flex ansel guiding sheath as originally reported. Because the 55-centimeter sheath would not advance, the dilator from the 70-centimeter sheath was used successfully.